Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight, ethnicity and race were not provided for reporting. This report is for (neutrogena visibly clear light therapy spot treatment ap 3574661383606 26202035apa). Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne spot treatment USA 70501101315 7050110131usa). Upc = (01)3574661383606, exp date = (17)220228, lot number = (10) 0689ks04, UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. This report is for (neutrogena visibly clear light therapy spot treatment ap 3574661383606 26202035apa). Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne spot treatment USA 70501101315 7050110131usa). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 9, 2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an adverse event for neutrogena visibly clear light therapy spot treatment ap. Consumer reported that she used the device on one side of her face in the morning and in the evening before bed. When the consumer woke up the next morning she alleged that she had the worst scarring where she applied the device. She alleged that it had burned her skin. Consumer sought medical attention and received medical intervention. The health care professional prescribed mometasone cream.